Event description:
It was reported that the vns patient's device was tested during an office visit on (B)(6) 2015 and system diagnostic results revealed high impedance and an ifi condition. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the patient underwent surgery on (B)(6) 2015. A replacement generator was tested with the existing lead and diagnostic results showed high impedance. The surgeon was unaware of the existing high impedance condition and did not plan on replacing the lead during the procedure. Surgery was completed without replacing the lead. The patient was referred for lead replacement but no known further surgical interventions have occurred to date.

Event description:
It was reported that the patient underwent lead revision surgery. The lead impedance with the new lead and existing generator was within acceptable limits. The explanted lead has not been received to date. Historically the explanting facility discards devices after explant. Therefore product return is not expected.

Event description:
Operative notes were received indicating that the patient was undergoing generator replacement and it was known at baseline that the patient has high impedance of the system. The notes also confirm the high impedance after the new generator was connected to the existing lead. During a follow-up appointment the neurologist ran diagnostics and found that the generator again flagged for high impedance. X-rays when then ordered and the patient was referred for a lead revision. The device history records of the lead and the new generator were reviewed and found that both were sterilized and passed qc inspection prior to distribution. No surgical interventions are known to have occurred to date.